Manufacturer narrative:
(B)(4). No replacement product at this time. Unable to finish call due to symptoms. Most likely underlying root cause: (B)(6) user has high glucose value. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Nurse is calling on behalf of the customer. The customer is concerned with results obtained of e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst and fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed the test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is experiencing hyperglycemic symptoms increased thirst and fatigued. Customer unable to answer any further questions due to symptoms.